Event description:
It was reported that prior to implant, the device was found to be in backup vvi while still in the box. Device was not implanted.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset. The cause of the power-on reset was an anomalous component connection on the hybrid. (B)(6).